Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing condition of a right bundle branch block (rbbb). During pre-balloon aortic valvuloplasty (bav) using a non-abbott balloon, the patient went into complete heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The heart block persisted. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing condition of a right bundle branch block (rbbb). During pre-balloon aortic valvuloplasty (bav) using a non-abbott balloon, the patient went into complete heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The heart block persisted. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of complete heart block during pre-balloon aortic valvuloplasty (bav) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was result of a permanent pacemaker implant as the heart block persisted after navitor implant. The patient status was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.